Event description:
It was reported that when the patient presented for follow-up, post-paced t-wave oversensing was observed on the real-time egm. The patient was symptomatic with pre-syncope. The device remains implanted. Programming changes were made successfully.